Event description:
It was reported that the patient was presented in pre-op for a routine device changeout. During the procedure, the ventricular lead exhibited loss of capture due to dislodgement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.